Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
The patient had surgery on (B)(6) 2011 and 2- 9mm plugs were used. Patient reported pain and instability in study knee in (B)(6) 2011, which led to a re-operation (high tibial osteotomy) on (B)(6) 2012 (due to progressive osteoarthritis). After the hto, this event was resolved on (B)(6) 2012.